Event description:
It was reported that the 2.5x15mm xience skypoint stent dislodged. The procedure was completed with balloon angioplasty. Additionally, a photo was received that shows that balloon appears to be inflated and the stent was not returned. It is unknown if the stent remains in the patient and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from asku to not returning h6 correction: code 2687, 4614 were removed and codes 4641, 4582, 1528 were added.

Event description:
Subsequently, after the initial report was filed it was noted that the stent dislodged during removal as resistance was felt the guiding catheter. The dislodged stent was pulled back to the radial artery with a balloon catheter, but was able to be removed further and remains in the radial artery. The patient was sent to CABG to treat the diseased vessel. No additional information was provided.